Event description:
Caller reported that their pump screen was dark and would not turn on. Blood glucose level was within range, between 54-500 mg/dl. The customer replaced the pump with assistance from technical support, who confirmed the shipping address and explained how to put the pump into storage mode before returning it. The customer was instructed to return the faulty pump using a prepaid label within 10 days and acknowledged the instructions. The customer reverted to manual injections for insulin therapy.